Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported an unrelated operational support message was received during cycler setup. The patient reported that he had canceled a previous treatment earlier that day and discovered moisture upon removing the liberty cycler set. Additional information received confirmed that the patient had not experienced any injury or adverse event and did not require any medical intervention. The patient further reported that the complaint sample had been discarded and was no longer available for product investigation.